Event description:
In 2004, duirng a hydrogymnastic session the pt felt a strange sensation in the right hip. X-ray showed insert dislocation. New surgery ten days later, insert fracture and dislocation. The insert substitution was performed.